Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to lead was dislodged post implant which was confirmed via chest x-ray. The lead will not be returned.